Event description:
It was reported the lead was missing from the sterile tray in the box. The event did not involve a patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.